Event description:
A customer reported that while switching to fluid/air exchange, the white valve became stuck, causing the eye to become soft. The customer disconnected and purged the airline under water. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).